Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 17790849.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 17790849.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the reason for the explant was that the patient needed magnetic resonance imaging (MRI) capabilities. The explanted devices were not returned per hospital policy.